Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s system displayed high out-of-range (oor) right atrial (ra) pacing lead impedance measurements of greater than 2000 ohms. Additional information was obtained indicating that this high oor pacing lead impedance measurements were greater than 2000 ohms in both unipolar and bipolar configurations. The ra lead was removed via laser and was destroyed while the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This pacemaker was explanted over four and a half years later for reported normal battery depletion and returned for analysis.